Manufacturer narrative:
This device remains implanted , therefore technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this cardia resynchronization therapy defibrillator (crt-d) had evidence of two episodes of non-sustained ventricular tachycardia, with over-sensed noise on the right ventricular lead channel. There was no asystole and no pacing inhibition reported. Lead integrity testing was completed, with isometrics movements, and the noise could not be reproduced. The patient will be monitored closely through the home monitoring equipment. The device remains implanted.